Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a re-implantation surgery on the (B)(6) 2022. The surgery was initially scheduled to reposition the cochlear implant. The receiver was placed in a unique position behind the pinna and the receiver was placed superior and anterior to the pinna. According to the device explantation report form the device could be easily shifted forward and back. The user will be activated with the new device on the (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient underwent a re-positioning surgery because the device was placed in an abnormal position during initial surgery. Reportedly no bone bed was drilled at initial surgery and the stimulator housing could be shifted. The concerned device was explanted. This is a final report.

Event description:
A surgery was initially scheduled to reposition the cochlear implant originally done by another surgeon at a different center. The receiver was placed in a unique position behind the pinna and the receiver was placed superior and anterior to the pinna. However, at the surgery the device could easily be shifted back and forth. Therefore, the user was re-implanted. At activation of the new device the user was happy.